Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cpu was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.